Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too often, noted as having to charge every couple of days when it used to last a week. The patient had the programming changed several months ago, but he noticed the change in battery depletion five months prior to the report, confirmed as (B)(6) 2019. Starting about a month prior to the report, whenever a fire truck or ambulance goes by, the patient would feel a surge in stimulation. It was reviewed that the implant should be interrogated for any integrity issue. The patient¿s usage should also be calculated to see if the battery depletion is normal.